Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's son reported via phone call of low blood glucose and hospitalization from the insulin pump. The customer's blood glucose was 27 mg/dl. The customer's son stated that his father was unresponsive. The customer's son stated that the paramedics came and disconnected his pump around 7pm. The customer was hospitalized around 7:45 pm. The customer was treated for low blood glucose readings with a sandwich, milk and oj in his IV drip bag. The customer was given a cat scan as well. The customer declined to troubleshoot for low blood glucose readings.